Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted set screw mark on the terminal pin. Helix is extended and tissue was entwined in the helix. Blood/body fluid noted in the helix housing and in the neck region. Electro-cautery damage noted in the lead insulation. Blood noted in the lumen due to the insulation damage. The laboratory analysis was unable to confirm the reported field allegation of dislodgement. The tip and helix are intact and undamaged.

Event description:
Additional information received, and a supplemental report is being filed. It was reported that this right atrial (ra) lead was explanted due to dislodgement. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated if pertinent information is provided.

Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement. No additional adverse patient effects were reported.